Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large suturecut needle driver instrument cable was broken. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not know what operation the large suturecut needle driver instrument was used in, as it was noticed to be broken before procedure.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentation to the distal pulley is the affected surrounding component. An additional observation not reported by site that is related to the primary failure: the instrument was found to have multiple indentations on the edge of the distal idler pulleys. There were no pieces missing. Grip cables adjacent to this indented pulley showed damage which may indicate potential mishandling/misuse. The grip cable was broken. The complaint was confirmed by failure analysis.